Event description:
Analysis of the returned guidewire showed polytetrafluoroethylene (ptfe) coating was missing due to decontamination. The procedure was completed with the use of another similar device. There was no allegation of patient harm.

Manufacturer narrative:
Additional PMA/510 (k): k002907. Device manufacture date: unknown. Additional information received stated the following: the patient's anatomy was considered very tortuous, the rotating hemostasis valves were adequately tightened and loosened according to the directions for use (dfu) and continuous flush was maintained. Analysis of the device showed the guidewire was slightly bent 4.0cm from its proximal end and on its middle and distal sections along its length. Visual examination of the guidewire revealed the ptfe coating missing 76.0cm from its proximal end. Microscopic examination revealed a white colored material was observed at several locations along the guidewire's length. The white colored material was more prevalent on the distal 35cm length of the wire. Further analysis was performed using scanning electron microscopy (sem), fourier transform infrared spectroscopy (ftir) and energy dispersive spectroscopy (eds). The ftir spectroscopy revealed the composition of the white-colored areas were not foreign material. Sem further confirmed the white areas appeared to have been delamination of the hydrophilic coating and eds identified presence of chlorine on most white areas believed to be from some form of a disinfectant. It was confirmed by the user facility that the device was sterilized prior to return to the manufacturer. Based on the ftir and eds results, it can be concluded that the source of the white material was due to delamination of the hydrophilic coating from the decontamination process performed at the user facility. It was concluded that operational context was most likely the cause of the ptfe coating delamination.